Manufacturer narrative:
EKG on (B)(6) 2018. Atrial fibrillation and aberrant conduction or ventricular premature complexes. Chest x-ray on (B)(6) 2018. Findings, chronic bibasilar interstitial opacities without definite new focal consolidation. No pleural effusion or pneumothorax. Transthoracic echocardiogram on (B)(6) 2018 for hypotension and elevated troponin. Findings, patient in atrial fibrillation during examination. Heart size is moderately enlarged. Strength normal for age. Muscle thickness mildly increased. 3 heart valves abnormal, mild to moderate regurgitation, sclerosis. No blood clots but increased risk for cardiac embolus present. No fluid around heart.

Event description:
The patient¿s hospital discharge summary was received on (B)(6) 2018 and confirmed the patient¿s hospitalization from on (B)(6) 2018. The patient presented to the emergency room (ER) with complaints of weakness and hypotension. The patient stated he¿s been hypotensive (b/p = 70/50 or 80/60) in the mornings for approximately the past 10 days. The patient reported recently undergoing a change in pd therapy prescription (specifics not provided) and a reduction in his prescribed blood pressure medications (specifics not provided). Upon arrival at the ER, the patient¿s vitals signs were: temperature (t) = 98.9, heart rate (hr) = 90, respirations (rr) = 18, bp range in ER = 119/70 - 173/97, o2sat = 100%. An electrocardiogram (EKG) was obtained and revealed the patient was in atrial fibrillation (af), and hematological studies indicated an elevated troponin. As such, the patient was admitted for further evaluation, orthostatic blood pressure monitoring, telemetry monitoring, and a cardiology consult was ordered. While hospitalized, the patient underwent an echocardiogram which noted mild to moderate regurgitation in three vessels of the heart; however, no acute processes were noted. Over the next several days the patient¿s elevated troponin began to normalize, and the patient¿s blood pressure began to improve with the reduction of the patient¿s home cardiac medications. The patient was discharged home on (B)(6) 2018 with orders to follow-up with his primary care physician and cardiologist in january. The patient continued to complain of persistent weakness at the time of discharge; however, no further intervention could be provided, and the patient was deemed stable for discharge. Additionally, the patient was given orders to treat ¿only standing blood pressures with a systolic 140,¿ and to hold all other blood pressure medications unless restarted by a cardiologist. It is unknown if any fresenius product(s) or device(s) were utilized during the hospitalization. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of poor appetite, weakness and hypotension which warranted hospitalization. The etiology of the weakness is documented as multifactorial, but largely attributed to the patient¿s medication induced hypotension. The patient¿s hypotension was attributed to his cardiac medication regimen, and the patient¿s medications were adjusted accordingly. Based on the information available the liberty select cycler can be disassociated from the event, as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Should additional information become available, this clinical investigation will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The caregiver for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was hospitalized for low blood pressure (80/40mmhg), poor appetite, fluctuating blood pressure, and weakness. The patient¿s blood pressure was found to be low on the morning of (B)(6) 2018 after waking up from pd treatment and presented to the hospital. It was confirmed that the patient has a history of hypertension and is compliant with their medications. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided. The patient's cycler was replaced and returned to the manufacturer for analysis.